Event description:
A distributor contacted zoll to report that a patient had skin irritation under the rear therapy electrodes (tes). The patient reported her doctor was aware and that she would consult the doctor again. Follow-up indicated that the patient consulted her doctor again, who prescribed an ointment. The current state of the skin irritation is not known.

Manufacturer narrative:
Device evaluation summary: electrode belt (B)(4). Was not returned to the manufacturer. No equipment deficiencies were alleges against the device. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.